Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 11/14/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. During loading scans through diacom, the navigation system would freeze which they would manually re-start it. After a re-start there were no issues. Issue resolved. System performed as intended. On 11/29/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. System was unresponsive after being on for a couple hours. Un-installed and re-installed diacom software. No other system problems from this. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that their navigation system had become unresponsive a few times after being turned for a couple of hours. The site turned off the navigation system with the switch in the back. No further details regarding the behavior were provided. There was no patient present when this issue was identified.